Manufacturer narrative:
A 5mm angioguard rapid exchange (rx) embolic capture guidewire (gw) system was unraveling near the filter basket. The device was not used in the patient and another device was pulled from the shelf to complete the procedure. There was no reported patient injury. The deployment sheath tip was still fully seated in the filter basket introducer upon opening the package. There was no excessive force used to remove the angioguard. The device was prepped according to the instruction for use (IFU). There was no difficulty encountered flushing the filter introducer and deployment sheath. The torque device was not locked onto the guidewire. Other additional procedural details were requested but were unknown. The product was returned for analysis. A non-sterile 5mm basket, medium support embolic capture guidewire (ecgw) system was inside its deployment sheath and received inside a plastic bag. Neither original packaging nor coil dispenser was returned for analysis. Per visual analysis, no damages could be observed neither on the distal tip nor on the membrane of the 5mm basket filter. The embolic protection device was observed deployed (not loaded). Also, an unzipped condition of the deployment sheath was observed on the delivery sheath from 26.0 cm to 31.0 cm from the delivery sheath distal end. No other anomalies observed. Per microscopic analysis, the device was observed under the vision system and it was confirmed that no damages were present neither on the distal tip nor on the filter basket struts or on the basket filter membrane. A product history record (phr) review of lot 35236290 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿distal tip (ecgw)- unraveled/stretched ¿was not confirmed. Neither unraveled nor stretched could be observed on the distal tip of the unit. However, an unzipped damage condition was found on the delivery sheath during analysis. The unzipped damage condition on the angioguard delivery sheath could not be conclusively determined during the analysis. Procedural and/ or handling factors might have contributed to the observed damage on the unit since the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. According to the instructions for use, which is not intended as a mitigation of risk ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly. The deployment and capture sheaths are delicate instruments and should be handled carefully. Prior to use, and when possible during the procedure, inspect the deployment sheath, capture sheath, and capture sheath rx port region (approximately 30 cm from the distal tip) for bends, kinks, or other damage.¿ neither the product analysis nor the phr review suggests that the event experienced by the customer is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 35236290 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5mm angioguard rapid exchange (rx) embolic capture guidewire (gw) system was unraveling near the filter basket. The device was not used in patient and another device was pulled from the shelf to complete the procedure. There was no reported patient injury. The deployment sheath tip was still fully seated in the filter basket introducer upon opening the package. There was no excessive force used to remove the angioguard. The device was prepped according to the instruction for use (IFU). There was no difficulty encountered flushing the filter introducer and deployment sheath. The torque device was not locked onto the guidewire. Other additional procedural details were requested but were unknown.